Event description:
Customer reported motor error, battery error and unable to rewind the insulin pump. Customer's blood glucose reading 336 mg/dl. Customer states he lets the insulin pump alarm no delivery to alert him to change the reservoir when it runs out of insulin. This explains the customer's numerous no delivery alarms in alarm history. Customer able to rewind the insulin pump. Assisted customer to perform displacement test, and test failed. Insulin pump will be replaced. Nothing further reported.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Manufacturer narrative:
A complete analysis and testing of the insulin pump showed that it was functioning properly and passed all functional testing. After testing it was concluded that the device operated within specifications.